Event description:
Customer had ear impression taken. Dispenser noted that there was bleeding in the ear when impression was removed. Customer complained of pain in ear. Customer subsequently treated by dr for ear infection. Dr diagnosed a fungal infection. Customer returned for delivery when dr said it was alright. Dispenser noted that ear did not appear ready for aid. Advised to wait one more week. Customer returned in a week and dispenser attempted delivery. Customer complained of pain in the ear. Dispenser noted "raw skin" in ear. Hearing aid was remade from original impression and delivered. Customer is wearing hearing aid with no further problems as of this writing (6/19/97).